Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a broken distal snake wrist. When the wrist cover was removed, it is observed that the snake wrist cable is broken at the distal end. Additional observation related: the instrument was found to have a segment of the conductor wire dislodged from the distal end at the snake wrist . A loop of the wire protrudes above the outer surface of the wrist. The wire insulation was not damaged and the instrument passed the electrical continuity test. Root cause of this failure is whether partial or full, may be attributed to reduction in ultimate strength of the material. Common causes of dislodged instrument conductor wire - include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove. Correction to section d: primary product batch/lot number was updated to l16250523 0009

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable responsible for articulating, opening and coagulating the jaws of vessel sealer extend (vse) instrument was observed to be damaged. Several strands of wires were frayed and were hindering the functioning of the instrument. The issue led to lengthening of the procedure time and not allowing staff to have a clean and precise coagulation. The instrument was replaced. The procedure was completed with no reported injury.